Manufacturer narrative:
(B)(4). The excluder iliac branch endoprosthesis instructions for use (IFU) states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being implanted with gore® excluder® iliac branch endoprosthesis (ibe) to treat a left common iliac aneurysm. It was reported the patient had a left intermural lesion in the left internal iliac artery that was ballooned before advancing the hgb161007a/15189708 device. The device would not advance through the artery, and the physician rotated and kept retracting and advancing the device, several times. The physician then chose to remove the device so he could re-balloon the area. Upon removal, the olive and catheter completely separated from the delivery catheter. The physician was able to capture the separated end of the device with use of the 12fr flex sheath and guidewire. When the device was being removed from the body, the graft deployed. It was so close to the edge of being out of the body, the physician was able to pull the deployed graft out with the separated catheter and olive. The physician re-ballooned and then used a technique, where he advanced a 16fr sheath and then advanced inside the 16fr sheath a 12fr sheath, and he was able to advance and deploy a different hgb device successfully. The patient tolerated the procedure.